Event description:
It was reported that the patient implanted with this pacemaker developed an infection approximately four months post implant. Surgical intervention was undertaken. The device was explanted and no new device was implanted at this time. No additional adverse patient effects were reported.